Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a color bar image intermittently appears. Customer reported issue had occurred on a number of different scopes. Tac instructed the customer it may be related to the maj-1430 and /or the video connector on the cv-190. Tac instructed the customer the issue could be related to the output socket on the clv-190. Customer reported the connections on the front of the clv-190 are worn and the vents are dusty. Tac instructed the customer to send the unit in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the color bar image intermittently appears on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus therefore the investigation was limited. A review of the device history record found no deviations that could have caused or contributed to the intermittent color bar that was reported. The root cause of the issue was not established. Olympus will continue to monitor field performance for this device.